Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8236040. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-08-24. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that volumetric accuracy occurred with a bd eclipse¿ needle. The following information was provided by the initial reporter, attached firmly to bd 1ml syringe needle retained 5-7mg "depo-testosterone". Had to add 5-7mg to prescribed dose (45mg.) To compensate i.e, draw up 50-52 mg to compensate for needle retention. Consumer's comments: yes, visible volume is exactly what's happening! I draw up 50-52mg of "depo-testosterone " with the red 1.5" 18g draw-up needle,unscrew and remove from 1 ml syringe. I then screw on a 25g eclipse safety needle and inject sub q and,due to high viscosity of t,make sure plunger is fully home. The visible residue is about 5mg when,upon needle withdrawal and injection complete with plunger pulled back a little. My net prescribed dose of 45mg is thus achieved. The needle always appeared to be "roomy" so I stumbled upon this as my dose used to be smaller and I wanted to be absolutely sure of correct dose. I am new to injectables and my endocrinologist started me on testosterone cypionate in (B)(6) 2019 on 10mg sub q,weekly, and this degree of discrepancy could have (was?) Very significant. I went to our local clinic for my injection until I was confident of my own skills in latter (B)(6). While I will gladly send you a couple used units you could easily replicate with a viscous injectable. I will say pharmacists consulted on injectable knowledge has been sorely lacking! Lot # 8236040. Product # 305759. Exp 08-31-2023".

Event description:
It was reported that volumetric accuracy occurred with a bd eclipse¿ needle. The following information was provided by the initial reporter, attached firmly to bd 1ml syringe needle retained 5-7mg "depo-testosterone". Had to add 5-7mg to prescribed dose (45mg.) To compensate i.e, draw up 50-52 mg to compensate for needle retention. Consumer's comments: yes,visible volume is exactly what's happening! I draw up 50-52mg of "depo-testosterone " with the red 1.5" 18g draw-up needle,unscrew and remove from 1 ml syringe. I then screw on a 25g eclipse safety needle and inject sub q and,due to high viscosity of t,make sure plunger is fully home. The visible residue is about 5mg when,upon needle withdrawal and injection complete with plunger pulled back a little. My net prescribed dose of 45mg is thus achieved. The needle always appeared to be "roomy" so I stumbled upon this as my dose used to be smaller and I wanted to be absolutely sure of correct dose. I am new to injectables and my endocrinologist started me on testosterone cypionate in (B)(6) 2019 on 10mg sub q,weekly,and this degree of discrepancy could have (was?) Very significant. I went to our local clinic for my injection until I was confident of my own skills in latter june. While I will gladly send you a couple used units you could easily replicate with a viscous injectable. I will say pharmacists consulted on injectable knowledge has been sorely lacking! Lot # 8236040 product # 305759 exp 08-31-2023".

Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 305759 lot 8236040 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The complaint will be re-opened and re-investigated if the sample become available in the future. The complaint will be tracked and monitored. No corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.